Event description:
Nurse informed us that the rv lead has a consistent high shock impedance. Patient does heavy upper body lifting every other day, and noise is seen on the far field channel when doing shoulder exercises. No intervention is taken at this time. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.